Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12424. It was reported the patient was no longer feeling stimulation from one of the supra-orbital leads (off label use.) The physician repositioned the lead. The patient was programmed post-operatively and reportedly receives optimal stimulation.